Manufacturer narrative:
The lead was surgically abandoned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and high out-of-range impedance due to fracture. Furthermore, this lead was surgically abandoned. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and high out-of-range impedance due to fracture. Furthermore, this lead was surgically abandoned. A new lead with different model was implanted. No additional adverse patient effects were reported.